Event description:
The physician intended to place a xact stent in the internal carotid artery (ica). The wire, the filter and the xact stent were delivered without any issues. However, after placement of the stent, it was noted that the stent had been deployed in the external carotid artery. The physician attempted to deliver a second xact stent into the ica, at the intended site, but could not cross through the first stent that had been placed. A xceed stent was used and successfully implanted in the ica. The patient had a massive stroke 30 minutes after the procedure and was placed on a ventilator. The current condition of the patient is unknown. This report represents the xceed stent used.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.